Event description:
It was reported that the patient was experiencing inadequate coverage due to lead migration. The patient underwent a revision procedure wherein the ipg was replaced and the leads were repositioned. The leads remained implanted and facility disposed of the old ipg.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7082756/7082793.